Event description:
The procedure was an instent restenosis of two different stents in the sfa. One stent was proximal and the other distal from the mid sfa to the popliteal. As the physician used the turbohawk he passed the device through the proximal stent then went into the distal stent. It caught a stent strut and pulled some of the stent struts out. The struts were removed within the turbohawk.

Manufacturer narrative:
A review of the device history record for this device could not be conducted because no lot number was provided.